Manufacturer narrative:
This report is for the same patient and procedure as manufacturer report 2124215-2021-29558.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, there was a break in the fiber after 9217 joules and 1:47 minutes of use. A constant excessive fiber activity message was received and there was no aiming beam. The fiber was removed and a second fiber was opened and used to proceed with the procedure. After 373,421 joules and 26:12 minutes of use with the second fiber, they observed physical damage inside the fiber tip. The piece in the middle of the fiber tip was not stable and the fiber was not rotating. The fiber was removed, and a third fiber was used to complete the procedure without any complications to the patient. This report is for the first fiber.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber break and no aiming beam was confirmed as analysis identified a proximal circumferential fracture under the proximal end of the metal cap. It is probable that excessive bending or rough technique during set-up and the procedure led to the fiber fracture. The interaction between the user and device caused or contributed to he observed fiber damage and reported event. According to the instructions for use, the fiber end should not be pressed into the tissues and the fiber should not be bet at sharp angles as this my result in damage to the fiber. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis under magnification identified a proximal circumferential fracture under the proximal end of the metal cap. The fiber was able to rotate independently. The metal cap exhibited no charred debris adhesion on its surface. The glass cap exhibited no devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector passed the connector segment verification test. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not press the fiber end into the tissue. This creates stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on analysis results, a probable cause of unintended use error was assigned to this investigation. This report is for the same patient and procedure as manufacturer report 2124215-2021-29558.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, there was a break in the fiber after 9217 joules and 1:47 minutes of use. A constant excessive fiber activity message was received and there was no aiming beam. The fiber was removed and a second fiber was opened and used to proceed with the procedure. After 373,421 joules and 26:12 minutes of use with the second fiber, they observed physical damage inside the fiber tip. The piece in the middle of the fiber tip was not stable and the fiber was not rotating. The fiber was removed, and a third fiber was used to complete the procedure without any complications to the patient. This report is for the first fiber.